Event description:
On 12/4/97 following a ptca/stent procedure in the right groin, an angio-seal device was deployed. Immediately following device deployment, bleeding persisted which required manual compression and the application of a femostop device. A hematoma (size undocumented) was noted at that time. Shortly after angio-seal deployment, the pt developed st segment changes and was recathed via the left groin. The venous sheath and the femostop device were removed from the right for the second procedure (despite oozing noted from the site). The pt was started on reopro at the completion of the second stent procedure. After the drapes were removed post procedure, the pt was found to have a hematoma measuring 10x4 inches on the right side. Femostops were applied to both groins at 100 mm hg. The femostop was removed from the right groin during the night, and the next morning a soft hematoma was noted. Sheaths and the femostop device remained in place on the left. The pt had been transfused with two units of packed red blood cells in the course of the night. The pt was discharged from the hosp to a skilled nursing facility on 12/12/97. Staff in attendance during device deployment stated that the physician did not fully execute the confirmation process to assure proper device placement, and therefore it is likely that an adequate anchor-arteriotomy-collagen sandwich was not obtained.